Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 7.5 mmol/l at the time of incident. The customer stated that they were given insulin drip to treat the blood glucose. The customer also reported that the insulin pump was both losing and gaining time. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was programmed with the current time and date and monitored for 13 days. No unexpected time drifting or time loss/gain was noted. The time and date function was performing properly. The pump was downloaded to carelink pro. The carelink report showed that the time was changed on (B)(6) 2016. However, unable to verify if the time was manually entered by the customer due to the button event file being overwritten. No unexpected resetting of the pump settings or time/date was noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.